Event description:
It was reported that patient had been experiencing shortness of breath. A transmission was sent as a result, and revealed that the right atrial (ra) lead was undersensing. The lead was reprogrammed and remains in use. It was noted that the patient is taking part in the post approval clinical surveillance registry. No further patient complications have been reported as a result of this event.